Manufacturer narrative:
Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the death was not considered to be device related, and it operated as expected. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest while at home. This was a do not intubate/do not resuscitate patient. The cause of death was unknown but the family stated that the patient had stopped taking medications several days prior to their death.